Event description:
The customer reported non-reproducible, elevated troponin I (access accutni) results, within the risk stratification range, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. Subsequent analysis of the sample, on the same instrument, produced various results, two within the risk stratification and one within the normal reference range. The same sample was reanalyzed on an alternate unicel dxc 600i system at a reference laboratory and produced a value within the normal reference range. A second sample was collected and analyzed on the original instrument and also generated an elevated result within the risk stratification. The sample was then retested on the alternate instrument at the reference laboratory and recovered a lower result, within the normal reference range. The original result (within the normal reference) was released from the laboratory after the customer confirmed the value was reproducible through the alternate instrument used at the reference laboratory. There was no patient consequence or change in patient treatment associated with this event. The samples were collected in 13x100 mm becton dickinson (bd) lithium heparin plastic separation tubes (pst) and centrifuged in an istat centrifuge at 8,900 rpm (rotations per minute) for five minutes, at room temperature. Samples were normal in appearance. The samples were initially processed through cta in primary tubes. Repeats were processed through cta in various containers. The laboratory performs quality control (qc) once every 24 hours on every new reagent pack. Qc was within specifications prior to and following the event. The customer indicated obtaining ultrasonic level sense errors at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed system check and it failed the washed portion. A 10-replicate precision test was also performed and an assay flier was noted. The fse then discovered air in the dispense probe lines and wash buffer supply line to the pipettor wash tower. The fse cleaned the dried wash buffer from the wash valve cap. The wash valve, rotor, and stator were cleaned and reseated to resolve the bubbles in the dispense probe lines and wash buffer supply line. System verification testing (high sensitivity system check, precision testing, and quality control) was within the assay, instrument, and laboratory specifications. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.